Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sore throat, swelling and taking antibiotics for infection while using the device. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sore throat, swelling and taking antibiotics for infection while using the device there was no medical intervention required by the patient. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that could not confirm the customer's complaint and there was no visible foam degradation and in accordance with fc16-700-064 & fc16-700-626; device to be scrapped not needed by philips. Section h6 updated in this report.